Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filter is black & difficulty breathing / short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned in section g3 the incorrect date of 06/28/2019. The correct date should have been entered as 05/16/2022.